Event description:
Reference MDR #219856-2012-00257 for the first event involving the same patient. It was reported that the event involved a male patient while in the operating room. Via email from the perfusion services to the sales representative, it was stated that they "had difficulty inserting the iab (intra-aortic balloon) as the spring wire guide (swg) would not pass into the iab central lumen." The cardiac surgeon had attempted to insert the second iab via femoral approach and again they were unable to backload the swg into the iab and unable to advance. As a result, the iab was not used. A third iab tray was opened and used successfully. However, the client was uncertain if the third iab was a narrowflex or an ultraflex iab. Per the client they only used the swg from the actual iab insertion tray. The patient tolerated the delay and was "coming off bypass" during the insertions. The patient outcome is the patient eventually expired and it was stated that it was "not attributed to the iab events."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.